Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl . The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient reported symptoms of distress, confusion, chest pains, nausea, and excessive sweating. The patient visited the emergency room where the pod was removed and a manual insulin injection was administered by the healthcare provider.